Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Analyzer will be investigated "separtely" under apoc incident # (B)(4). Product, sn, mfg date: 06f16-10, (B)(4), 11-jun-2008.

Event description:
On 10/17/2018, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant sodium, & potassium results on "an" (B)(6) female patient with gastritis. There was no additional patient information at the time of this report. Return product is available for investigation. Method, date tested, na+, k+: I-stat, (B)(6) 2018 16:23, 128, <9.0 mmol/l. I-stat, (B)(6) 2018 16:28, 112, <9.0 mmol/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer stated they not trust the I-stat (sn (B)(4)) and would like it to be replaced. The analyzer was replaced at no charge to the customer and will be investigated separately. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/15/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.